Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that the pt presented with chest pain, and imaging demonstrated a detached filter limb in the wall of the right atrium, as well as a pericardial effusion. No attempt was made to remove the detached limb. The filter remains implanted. The pt was reported to be stable and in good condition.